Manufacturer narrative:
Device not returned. Investigation is ongoing.

Event description:
As reported, there was strong resistance during the commander delivery system and after removal of commander delivery system and the seam at the tip of sheath was confirmed to be torn, it was thought that the intima of the puncture site was exfoliated and blocked the blood flow and a 4mm balloon was inserted from the contralateral vessel for treatment a doppler echo was performed to confirm that the blood flow had improved.

Manufacturer narrative:
Additional information was received, updating the h6 code to vascular dissection.

Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imagery evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of the lot history revealed no complaints related to the events withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath. The following instructions for use and manuals were reviewed; IFU for commander with s3ur (japan), device procedural training manual. No IFU/training deficiencies were identified. As the complaints for withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath were unable to be confirmed, a complaint history review was not performed. As no device was returned and there is no evidence to support that a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for withdraw catheter through vasculature / sheath - difficult or inability to withdraw system through sheath was unable to be confirmed as no device or relevant imagery was provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As per customer report, there was strong resistance during the advancement and removal of commander delivery system through sheath. Upon device removal, there was no damage noted on the commander delivery system, but the sheath liner was torn from the tip. In addition, patient had moderate calcified and mild tortuous access vessel with mld of 5.5mm. Tortuosity can create suboptimal angles and non-coaxial alignment between the delivery system and sheath tip, creating a challenging pathway for delivery system removal. The presence of calcification within the access vessel can create a constrained condition and further contribute to a non-coaxial withdrawal. Such non-co-axiality can contribute to withdrawal difficulties as the delivery system likely caught on the sheath tip. The sheath liner tear at the tip further supports the scenario as described above. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification, tortuosity) may have contributed to the event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.